Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations ornon-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, dark ring, missing shell and crease folds. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: broken sharp crease, stress marks and wear abrasion. Based on the device analysis the final assessment is: a broken sharp crease assessed as a fold flaw opening and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details are not available at this time.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.